Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient under went essure confirmation test on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, psychological trauma, urinary tract infection, migraine, headache, alopecia, tooth disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, headache, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, psych injury, uti, migraine, headaches, hair loss, dental problems, weight loss diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: events added - abdominal pain, dyspareunia (painful sexual intercourse), back pain, psych injury, uti, migraine, headaches, hair loss, dental problems, weight loss were added. Essure implant and explant date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. Medical conditions: patient under went essure confirmation test on (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2019: new pfs received- new event added: pain added and reporter information was added. The case became incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.